Event description:
It was reported that during a lumbar l5-s1 fusion procedure, the surgeon was using a thoracic pedicle probe to push into the pedicle to place the screw when the probe bent. The consultant tried bending the probe back and it broke. Nothing broke into wound and the pieces were retrieved. The surgeon was able to use another probe and ratchet handle to complete the procedure with no further problems and no harm to the patient. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was manufactured by teleflex medical. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the shaft on the probe was bent. The shaft of this device may bend or break if excessive force or side pressure is applied. The material used in the manufacture of this part and the hardness of the material were within the specified requirements. The evaluation performed by teleflex indicated that the reported failure is not associated with the manufacturing processes and is due to an unknown cause. Therefore, this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).